Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Catalog numbers and lot codes of other devices listed in this report: catalog: 502-03-50d, primary tritanium hemi cluster hole cup 50mm, nt5kwr; catalog: 2030-6535-1, 6.5 cancellous bone screw 35mm, p34jawr; catalog: 6721-0535, size 5 accolade ii 127 deg, 58723602; catalog: 6570-0-032, delta v-40 ceramic head 32/-4, 59599503. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Not returned.

Event description:
Patient called stating she had a right hip implant in (B)(6) 2017. She stated a few days after surgery she started experiencing pain when walking. She visited her surgeon and he stated there is fluid between the joints. Patient will like to know what is causing her the pain, and is inquiring if the implant is part of recall.

Event description:
Patient called stating she had a right hip implant in (B)(6) 2017. She stated a few days after surgery she started experiencing pain when walking. She visited her surgeon and he stated there is fluid between the joints. Patient will like to know what is causing her the pain, and is inquiring if the implant is part of recall.

Manufacturer narrative:
An event regarding pain involving a trident insert was reported. The event was confirmed through medical review. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "patient underwent an uneventful primary pressfit tha on (B)(6) 2017. She has had ongoing complaints of pain following surgery. X-rays reviewed include a pre-operative ap pelvis demonstrating advanced osteoarthritis of the right hip. Multiple postoperative ap pelvis and lateral views of the right hip were also reviewed. These images demonstrated a press fit tha of appropriate size in anatomic position . The components appear well fixed without evidence of loosening, lysis or mechanical complication. Review of these records confirms implantation of a tha occurred on (B)(6) 2017. The patient reports ongoing pain following this procedure. Insufficient information was available to determine the root cause of this complaint." Device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that the patient started experiencing pain when walking and as per her surgeon there was fluid between the joints. The clinician review of the available medical records indicated that review of these records confirms implantation of a tha occurred on (B)(6) 2017. The patient reports ongoing pain following this procedure. Insufficient information was available to determine the root cause of this complaint. The root cause could not be determined. As per product remediation tracker, the device is not subject to a recall. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.